Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed hal software error detected and the main arm cannot communicate with the motor arm. The customer's blood glucose level was unknown at the time of the incident. There was no indication the alarms were resolved. No further information was provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement and self tests. No unexpected pump errors 54, and 3 were noted during testing. However, pump error 54 is found in the device history file due to a software error.